Manufacturer narrative:
This information has not been provided. Additional information has been requested. Manufacture site and manufacture date could not be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
Surgeon advised he has a pt that was implanted with a long trochanteric fixation nail approximately 1 1/2 years ago. Recent x-ray taken shows the nail has broken at the helical blade slot. Pt will be revised.